Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 589 mg/dl and 192 mg/dl. Customer did not wash hands prior to obtaining reading fo 589 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.